Manufacturer narrative:
Product event summary: analysis found that the output knob did not work. As a result the encoder flex tape assembly was replaced. After the device was calibrated it passed final testing.

Event description:
It was reported that the output knob did not work. The external pulse generator (epg) was returned for servicing. There was no patient involvement.